Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter shaft broke. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, when the device was advanced, it was noted that the device became kinked. Furthermore, when the device was removed, it was noted that the shaft became separated outside the patient's body. The device was fully removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.